Event description:
According to literature source of study performed january 2013 and september 2019, a retrospective study aimed to clarify which stapler is better for esophagogastrectomy with lymphadenectomy in 84 patients diagnosed with early gastric cancer in the upper third of the stomach and underwent laparoscopic proximal gastrectomy (lpg). A circular stapler (cs) was used in forty five (45) patients for the cs group and a 45 millimeter linear stapler (ls) was used in thirty nine (39) patients for the ls group. Postoperative complications included: anastomotic leaks on one patient for both groups, anastomotic stenosis for five (5) patients on cs group, 2 in ls group. Reflux esophagitis: in cs group grade a 2 patients, grade b one patient, grade c 6 patients, grade d 2 patients. In ls group grade a 5 patients, grade b one patient, grade c 1 patient. Stenosis was treated with endoscopic balloon expansion. It was noted that anastomotic stenosis also seemed to be due to the tension during the docking of the body and the anvil of the circular stapler. Other complications that were not related to the device included: pneumonia and wound infection. Linear stapler anastomosis for esophagogastrostomy in laparoscopic proximal gastrectomy reduce relfux esophagitis, hirofumi sugita, shinichi sakuramoto, shuichiro oya, naoto fujiwara, yutaka miyawaki, hiroshi satoh, kojun okamoto, shigeki yamaguchi, isamu koyama, 2021, langenbeck's archives of surgery.

Manufacturer narrative:
Title: linear stapler anastomosis for esophagogastrostomy in laparoscopic proximal gastrectomy reduce refux esophagitis source: langenbeck¿s archives of surgery (2021) 406:2709¿2716 accepted: 15 june 2021. If information is provided in the future, a supplemental report will be issued.